Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
During activation affected channels across the array were observed. It is unknown if a trauma occurred. No residual swelling was observed over the implant site. Re-implantation took place on (B)(6) 2019. Reportedly, the user is doing fine with the new implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During the activation appointment affected channels were observed. Further medical intervention is considered.